Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received low sensor scan results and experienced symptoms descried as burred vision, vomiting, fever, "tingling on her arms and stomach", and a loss of consciousness. Testing was performed on a competitor brand device and it was determined the customer was in a state of hyperglycemia. Hcp was contacted by phone and customer's caregiver was advised to provide the customer with water. Customer was monitored and no further treatment was reported. No further treatment was reported. There was no report of death or permanent injury associated with this event.